Manufacturer narrative:
Additional information: subsequent information was obtained during follow up with the author. Case one lead serial number was confirmed and was noted to have been submitted in a timely manner previously via regulatory report# 2649622-2007-01110. No new subsequent information was otherwise received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/65 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: transvenous extraction and removal of pacing leads placed after cardiac transplantation. Case reports in cardiology. 2019. Doi: 10.1155/2019/6270950. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
A journal article was reviewed that contained information regarding a case study series involving transvenous extraction of pacing leads that were placed after cardiac transplantation. Of note, multiple patients/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers/manufactures. In one case study, it was reported that the right atrial (ra) lead exhibited low impedance and impending failure. The lead was subsequently explanted and replaced. Five years later, the patient experienced recurrent infections in the left upper extremity fistula site and four years after, a pocket infection was confirmed. The implantable pulse generator (ipg) system was subsequently explanted. In a second case, the right atrial (ra) lead exhibited undersensing and a decrease in p-wave amplitude. The lead was explanted and replaced. In a third case, the patient presented with sepsis, secondary to escherichia coli. Lead vegetation was observed via transesophageal echocardiogram (tee). The ipg system was subsequently explanted. In the fourth and final case, the right atrial (ra) lead exhibited undersensing and poor thresholds. The lead was revised subsequently explanted. No further patient complications have been reported as a result of these events.